Manufacturer narrative:
The formatted history file analysis confirmed the pump errors due to a software error. The pump was received with minor scratches on the lcd window and case. The pump also had a fading serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor arm can't communicate and software error. Customer's blood glucose was unknown mg/dl. We checked if viewing 30 days of data with backfilled data are set and it was on 1 day. The customer was advised that we will replace pump and revert to a back up plan.